Manufacturer narrative:
This event occurred with a similar device in a foreign market. The customer was using the device while having facial implants despite the listed contraindications. They were advised to discontinue use of the device and consult a medical professional.

Event description:
The customer stated that they experienced peeling, redness, and discoloration around the lips after using the mask for about a week.